Manufacturer narrative:
Lenses were not returned. This same event description is reported for two lot numbers one per eye. This complaint is unconfirmed.

Event description:
Coopervision was made aware by a patient who stated they had an eye infection with removal of torn lens. The patient consulted an eye doctor. (B)(4) for additional information but no information was received. Date of event and patient demographics are unknown other than female. This event is being reported in an abundance of caution on the patient's report of eye infection.

Manufacturer narrative:
Corrected product name from biofinity toric to biofinity sphere.